Manufacturer narrative:
The bolt has not returned for evaluation. Photographs were not provided. A review of the device history records could not be performed as the identifying lot number was not provided. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted. Labeling review: note: proper trajectory and implantation of the graft bolt is faciliated by hole preparation using the trephine punch. Caution: care should be taken in performing screw hole preparation to facilitate a proper graft bolt insertion trajectory and implantation. Confirm under fluoroscopy that the graft bolt insertion angle is as close as possible to a 40° trajectory. A shallow or incorrect graft bolt trajectory may result in encroachment of the spacer and lead to graft bolt breakage.

Event description:
A patient underwent an anterior lumbar interbody fusion (alif) at the l4-l5 level. During the procedure, no hole preparation was performed prior to screw insertion. While inserting the first graft bolt into the interbody spacer, the insertion angle was too shallow, resulting in bolt breakage. The broken bolt was removed, and the spacer was repositioned. A second attempt to place a graft bolt also resulted in breakage; however, the fractured bolt maintained adequate bony purchase and was left in place, along with the lateral screws. The procedure was completed without further complications, and the patient is currently doing well postoperatively. This is report 1 of 2.